Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that none of the drawers had any issue. A technical support specialist remoted into the system and had customer re issue with no failure. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux drawers were not open during user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.